Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
It was reported that the patient had a successful implant procedure on (B)(6) 2019 and the device had no known issues. On the following day, the patient presented at the hospital due to device shocks. After interrogation, the shocks were found to be due to oversensing. No episodes of noise noted. The programming change was made.

Event description:
Related manufacturer reference number: 2938836-2020-01081. New information received indicates that during the implant procedure unrelated to this event, lead dislodgement was observed. The patient was unstable the day after the procedure. The lead was explanted and replaced with a new lead. The patient was stable post procedure.